Event description:
Information received from the field notes that during a routine follow-up, measured data displayed atrial amplitudes that were half of the programmed values. The patient was not pacemaker dependent.